Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report lower than expected vitros phenytoin (phyt) quality control results were obtained from a single vitros therapeutic drug monitoring performance verifier (tdm pv) iii lot u9721 fluid using vitros phyt slide lot 2623-0183-6191 on a vitros xt7600 integrated system. Vitros tdm pv iii results of 23.6, 22.9, 22.4 and 22.4 ug/ml vs. The expected result of 30.0 ug/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. While there was no report of affected patient samples, the investigation cannot conclude that patient sample results had not been affected or would not be affected if the event were to recur undetected. Ortho has not been made aware of any allegation of patient harm as a result of this event. This report is number four of four MDR¿s for this event. Four 3500a forms are being submitted for this event as four devices were involved. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment (B)(4).

Manufacturer narrative:
The investigation determined that lower than expected vitros phenytoin (phyt) quality control results were obtained from a single vitros therapeutic drug monitoring performance verifier (tdm pv) iii lot u9721 fluid using vitros phyt slide lot 2623-0183-6191 on a vitros xt7600 integrated system. The definitive cause of the event could not be determined. A fluid handling protocol issue cannot be ruled out as contributing to the event. Instrument data log file review indicated the customer was not always replacing the vitros iwf every 3 days as specified. Therefore, improper vitros iwf handling protocol cannot be ruled out as contributing to the event. Since within-lab imprecision was observed with vitros tdm pv iii u9721 on two different instruments, it is possible the within-lab imprecision was due to improper pre-analytical sample handling, or a performance issue with vitros tdm pv iii u9721, although this could not be confirmed. Historic quality control results using vitros phyt slide lot 2623-0183-6191 were not acceptable for within-lab precision on two different vitros xt7600 integrated systems. However, a vitros phyt within-run precision test processed on (B)(6) was within acceptable guidelines indicating vitros phyt slide lot 2623-0183-6191 was performing as intended. Finally, continual tracking and trending did not indicate a systemic performance issue with vitros phyt slide lot 2623-0183-6191. Therefore, a reagent performance issue did not likely contribute to the event. An instrument related performance issue did not likely contribute to the event. As diagnostic within-run precision testing using vitros crbm dgxn slides determined the vitros xt7600 integrated system was performing as intended and did not likely contribute to the event.